Manufacturer narrative:
The investigation confirmed the customer's last calibration results were ok. The customer's qc data was requested but not provided. The investigation reviewed the system's alarm trace and discovered three "abnormal probe sucking" alarms relatively close together with the last one occurring approximately 30 minutes prior to this sampling. The investigation discovered the customer was using "ssc cups." For testing on the cobas 6000 c (501) module, the cups supported are roche/hitachi micro cups. To use third party sample micro containers, the customer must ensure adequate testing is completed to verify equivalency. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Unique device identifier (UDI) (B)(4). The customer performed a patient comparison study with 5 samples and the ammonia results matched between the instruments. The current ammonia reagent pack was removed from the analyzer. The investigation is ongoing.

Event description:
The initial reporter received questionable nh3l ammonia gen.2 results for two patients tested on a cobas 6000 c (501) module. The customer confirmed the ammonia calibration and qc were ok. On (B)(6) 2021, patient (B)(6) initial ammonia result was "300 something" umol/l and the initial result was reported outside the laboratory. The patient's initial result was questioned and the patient went into the emergency room where another sample was collected. On (B)(6) 2021, patient (B)(6) ammonia result with a new sample was 35 umol/l. This result was determined to be correct and was reported. On (B)(6) 2021, patient (B)(6) sample was transferred into an a sample cup and the initial ammonia result was 307 umol/l. The customer questioned the initial result due to the result being high, and the initial result was not reported outside the laboratory. The customer performed a repeat measurement with the same sample cup on a different analyzer. The patient's repeat ammonia result was 37 umol/l, and this result was determined correct. The ammonia reagent lot number was 51772501 with an expiration date of 31-mar-2022.